Event description:
The hospital reported that during the course of a normal vessel harvesting procedure, the vasoview hemopro 2 cautery wand failed to operate properly. The device passed the precautery test. A beeping sound was heard when the toggle was pulled back to activate the device. The device just stopped working. This happened approximately 3/4 of the way through the procedure. The device was not activated more than a few seconds for each branch. It did not time out to overheating. Jaws appeared to be intact. They checked the cable connections, power supply and even swapped out extension cables. None of these trouble shooting attempts solved the issue. A second evh kit was opened and the case was completed without further incident. The power supply was set on 3. No harm was caused to the patient. No significant delay in the case resulted from the issue.

Manufacturer narrative:
Tw # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
N/a.

Manufacturer narrative:
(B)(4). Updated sections: b4,g3,g6,h2,h3,h6,h11. Corrected section: d10. The device was returned to the factory for evaluation on 07/09/2025. An investigation was conducted on 7/14/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. Heavy char was observed on the intact heater wire. There were no visual defects observed on the intact heater wire or the clear intact silicone insulation on both the cold and hot jaws. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter, and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. No excessive smoke and/or steam were observed during the testing. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An activation and transection capability test was performed over four (4) repetitions using "max life test method. The device successfully transected tissue four (4) times. A temperature and resistance test was conducted to evaluate the device function per hemopro 2 final test. The resistance value was measured at 0.67 ohms which is within specification. The device passed the temperature measurements test. Based on the returned condition of the device as well as the evaluation results, the reported failure "electrical /electronic property problem" was not confirmed. The lot # 3000468953 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.